Manufacturer narrative:
Please note: the article provides 2006 as the year of initial implant and 2015 for first diagnosis of the aneurysm enlargement. Therefore, dates (B)(6) 2006, and (B)(6) 2015, were determined to represent best estimates for dates on which these occasions took place.

Event description:
Case 1 underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses on (B)(6) 2006. On (B)(6) 2015, the patient emergently presented with abdominal pain.

Manufacturer narrative:
Following multiple requests to the complainant, gore has not received additional information on this medical device incident. H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleak, aneurysm rupture.

Manufacturer narrative:
The lot number of the gore® excluder® iliac extender component was not provided in the article. Review of the manufacturing records subject to availability. The lot number of the second gore® excluder® aaa endoprosthesis involved in this event was not provided in the article. Review of the manufacturing records subject to availability.

Event description:
The following publication was reviewed: saitta gm, gennai s, munari e, et al. ¿new conception of relining in the endovascular aneurysm sealing era: a monocentric case series study.¿ annals of vascular surgery 2019;56:351.e1-351.e7. (Published online: 24 october 2018). This monocentric case series study evaluates endovascular aneurysm sealing (evas) relining as an alternative to open conversion and in the absence of dedicated materials to treat type iii and type IV endoleaks in 5 patients using the nellix® device. All 5 patients were male with mean age of 73.6 ± 2.1 years where 2 cases had urgent and 3 cases elective relining procedures. At the time of initial implant, 2 patients were treated with gore® excluder® aaa endoprostheses, whereas all other patients had afx® devices with vela¿, endurant¿, or no proximal extensions implanted. Technical success with the evas relining technique and complete aneurysm exclusion was achieved in all patients. Median recovery time was 3 days. The authors concluded that evas relining is safe and no post-operative death had occurred. Case 1 underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses on an unknown date in 2006. During the procedure, a type 1a endoleak was remedied with a renu® cook proximal extension graft and two gore® excluder® iliac extender component were also implanted for a bilateral type 1b endoleak. On an unknown date in 2015, the patient emergently presented with abdominal pain. Immediate computed tomography angiography imaging was performed and identified an aneurysm rupture and also an ongoing type iii endoleak involving the gore® excluder® iliac extender component on the left side. A subsequent relining procedure with a nellix® device was performed to repair the modular endoprosthesis disconnection. The article additionally states extreme tortuosity of the patient's left iliac artery.